Event description:
It was reported that serious acute anterior wall infarction, probably due to thrambotic occlusion of the lad, occurred. This was resolved by the thrombolytic therapy before catheterization, however, irreversible heart failure with electromechanical dissociation resulted in the death of the patient. The patient's family refused an autopsy. (Vascular brachytherapy was performed in 2000, prior to death, and angiogram showed no restenosis in treated areas).